Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) is unable to perform a capacitor refromation and reached end of life before meeting longevity expections.